Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. Customer's blood glucose level was 121 mg/dl. Customer confirmed noticing the air bubbles during the filling process. Customer was advised to purge the reservoir by using a plunger but issue persisted. Customer was also advised to change the reservoir. The reservoir will not be returned for analysis.